Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low battery although they had just changed the battery the previous day. The customer¿s blood glucose level was 91 mg/dl. The alarm history showed that they had received a power error detected alarm. Troubleshooting was performed. It was noted that the customer had previously called to report a power error detected alarm. The power error detected alarm recurred within one week of troubleshooting the previous occurrence. The device will be replaced and returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed self-test and displacement test. Insulin pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with cracked retainer. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.